Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed for the entrapment of the clip on the leaflet, requiring the clip to be deployed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds 00310u147) was advanced to the mitral valve and the clip was deployed successfully with no issues. However, when the cds was removed from the patient anatomy, it was noted that the plastic blue tip (tubing) of the clip introducer had separated and remained inside the steerable guide catheter (sgc). A hemostat was used to retrieve the separated portion from inside the sgc successfully. A second cds (00219u120) was advanced to further mr and when crossing the valve and grasping was performed, the anterior gripper got stuck with the anterior leaflet. Troubleshooting was performed but was unsuccessful, but a satisfactory grasp was achieved, and the clip was deployed successfully, reducing mr to 1. There was no issue with grasping. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. Based on the information reviewed, a cause for the reported entrapment of device cannot be determined. The reported foreign body in patient is due to the entrapment of device as the gripper got stuck on the leaflet and the clip was deployed subsequently. The reported patient effect of failure to deliver mitraclip¿g4 implant to the intended site as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. Na.